Manufacturer narrative:
In h11 of this initial MDR 9610617-2025-02083, an incorrect complaint number was provided. The correct complaint number is: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the process of performing shoulder arthroscopic rotator cuff repair on a patient, the surgeon suddenly encountered a problem with the camera system and was unable to use it. Due to the large number of surgeries in the hospital and the lack of replacement equipment, patients during the surgery had to wait for the equipment. Extend the surgery time and wait for anesthesia in elderly patients. Continue with the surgery after the equipment is vacated for other surgeries. No negative impact in state of health reported.